Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported pain at the implantation site of their closed loop stimulator (cls). Upon evaluation, the patient¿s cls had migrated as a result of a loss of suture material. A pocket revision was performed to resolve the issue and restore therapy.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The device remains implanted in the patient. Without a returned device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites; cls migration, which may result in pain or difficulty in charging... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." A revision procedure was performed. The cause for the initial suture material breakage remains unknown.